Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of death is a known observed and potential adverse event as listed in the multi link vision coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. The 2.5 x 8 mm mini vision is being filed under a separate medwatch report.

Event description:
It was reported that this was a st-elevated myocardial infarction patient. Pre-dilatation was performed and the 3.0 x 12 mm vision stent was implanted in the proximal left anterior descending artery for treatment of soft thrombosis and a possible dissection. The 2.5 x 8 mm mini vision was direct-stented in the mid circumflex for treatment of a 95% stenosis. The stents were fully apposed to the vessel wall. The procedure was completed and a closure device was used; however, 10 minutes later, the patient coded. Attempts were made to resuscitate the patient for approximately 30 minutes, but were unsuccessful, and the patient died. No additional information was provided.